Event description:
A malfunction was reported with the pump, noted by the caller. The impact on the customer's blood glucose level was unknown as the caller declined to answer. Technical support assisted the caller with resetting the pump, providing reset instructions, and no recurrence of the malfunction code was observed after the reset. The customer was advised to continue using the pump and to call back if the issue recurred, which was acknowledged and understood by the caller.